Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on 2018-mar-29. The hcp stated that the patient has long term neuropathy dating back to approximately 2005 with a history of lumbar fusions surgery in 1973. It was unknown what the cause of the implantable neurostimulator (ins) not providing relief for their leg pain was. The hcp noted that the spinal cord stimulator (scs) the patient had removed was described as ¿non-functional¿. To resolve the issue on (B)(6) 2016, the patient was given medications, an exercise plan, and lso brace. On (B)(6) 2017, the patient weighed (B)(6). No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient had a device replacement done in 2017. The old device was removed due to not providing the patient relief for leg pain. It was unknown if the leg pain was new pain. There were no further complications reported or anticipated.